Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not power on. Analysis was unable to confirm that the programmer unexpectedly switched off. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to boot-up after unexpectedly switching off during stylus calibration. The programmer was returned for service. There was no patient involvement.